Manufacturer narrative:
The reported device is similar to a device approved for compassionate use in the united states. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. Device not returned.

Event description:
As reported: "we have a patient with a previous distal femur minimally invasive extendable prosthesis done in 2005. She presented with a broken tibial stem after practicing yoga today. Need to revise the tibial side as femoral component is well & stable."

Manufacturer narrative:
Reported event: an event regarding crack/fracture involving a mig, distal femoral replacement, tibial stem was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned. Clinician review: no medical records were received for review with a clinical consultant. Device history review: review of the product history records indicate the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the lot referenced conclusion: it was reported "we have a patient with a previous distal femur minimally invasive extendable prosthesis done in 2005. She presented with a broken tibial stem after practicing yoga today. Need to revise the tibial side as femoral component is well & stable". It is noted in IFU section titled "warnings and precautions - implants" it states: "[..] The patient should be warned that the prosthesis does not replace normal healthy bone, that the prosthesis can break or become damaged as a result of certain activity or trauma [..]". However it is reported "[..] Presented with a broken tibial stem after practicing yoga today" which could be the contributory factor. The exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, pathology reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
As reported: "we have a patient with a previous distal femur minimally invasive extendable prosthesis done in 2005. She presented with a broken tibial stem after practicing yoga today. Need to revise the tibial side as femoral component is well & stable."

Event description:
As reported: "we have a patient with a previous distal femur minimally invasive extendable prosthesis done in 2005. She presented with a broken tibial stem after practicing yoga today. Need to revise the tibial side as femoral component is well & stable."

Manufacturer narrative:
Reported event: an event regarding crack/fracture involving a mig, distal femoral replacement, tibial stem was reported. The event was confirmed by x ray review. Method & results: device evaluation and results: not performed as product was not returned. Clinician review: the implant in situ was for mig distal femoral replacement which was inserted in (B)(6) 2005. The surgeon reported fracture of the tibial stem. The x-ray images provided show the tibial stem has broken at the junction between the stem and plateau. Therefore, the radiographic review can confirm the clinical report and reason for revision. Device history review: review of the product history records indicate the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the lot referenced. Conclusion: it was reported "we have a patient with a previous distal femur minimally invasive extendable prosthesis done in 2005. She presented with a broken tibial stem after practicing yoga today. Need to revise the tibial side as femoral component is well & stable". It is noted in IFU section titled "warnings and precautions - implants" it states: "[..] The patient should be warned that the prosthesis does not replace normal healthy bone, that the prosthesis can break or become damaged as a result of certain activity or trauma [..]". However it is reported "[..] Presented with a broken tibial stem after practicing yoga today" which could be the contributory factor. Update 24 jan 2023: the x-ray images provided show the tibial stem has broken at the junction between the stem and plateau. Therefore, the radiographic review can confirm the clinical report and reason for revision. The exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, pathology reports, progress notes and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.